Event description:
Customer states seat upholstery is sagging. Customer states his rear end is resting on the crossbars. Customer states that seat started sagging within first year and he has used cushions to help. Customer reports that his right leg is hurting due to it rubbing on the seat frame . Customer has added padding to soften the pain in leg. Customer claims it is very painful causing numbness in right leg above knee. Customer takes morphine for pain. Back surgeries are in his history. Customer spends majority of day in chair. Provided alternative vinyl seating information and dealer information to order.